Event description:
The customer stated that visible smoke was observed coming from the axsym power supply. The customer immediately powered off the axsym analyzer and contacted an abbott field service engineer (fse). No other system components were affected. The fse replaced the power supply. No injuries were reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4) (no patient involvement) (B)(4) (smoking).

Manufacturer narrative:
A labeling review found the abbott axsym system operations manual contains adequate information on the axsym analyzer potential hazards, operational precautions and limitations. The safety hazards on diagnostic equipment memo dated (B)(4) 2011 contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against electrical shock or burn, excessive temperature, and spread of fire from the equipment. Complaint tracking/trending and quality metrics were reviewed. No adverse or non-statistical trend for issues with axsym power supplies was identified. Based on the available information and this evaluation, no deficiency was identified for the axsym power supply part no. 4-37084-01 for the issue under evaluation.